Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The medical records do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci hysterectomy and uterosacral ligament vaginal vault suspension procedure on (B)(6) 2011 for a 20-week leiomyomatous uterus and stage 1 uterovaginal prolapse menometrorrhagia. Isi was provided with the operative report. There was no report of an intraoperative complication. The ureters were identified in the broad ligament. Estimated blood loss was 100 ml. The patient was transferred to the recovery room in excellent condition. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. On (B)(6) 2011, the patient presented with a large amount of fluid drainage from the vagina. A previous methylene blue test was negative for vesicovaginal fistula. A cystoscopy was performed as were bilateral pyelograms. The left retrograde pyelogram showed medial extravasation of contrast and scar tissue a the distal most 3cm. It was noted that it was extremely difficult to identify the true lumen of the ureter. Placement of a ureteral stent failed so a nephrostomy tube was placed. The patient was discharged on (B)(6) 2011 in good condition. On (B)(6) 2011, an open left ureteroneocystotomy with psoas hitch was performed. The patient was transferred to the recovery room in stable condition. No additional information was provided after this discharge.